Manufacturer narrative:
The complaint sample was returned for evaluation and the results of the evaluation revealed a hole in the center of the lens. A review of the lot device history records concludes that the product was manufactured, packaged and released according to global and plant product specifications. The review also indicates that there were no irregularities present during the manufacture of the lot. Treating doctor stated the event may be related to the lens; this is deemed an isolated incidence.

Manufacturer narrative:
The complaint sample was returned for evaluation and the results of the evaluation revealed a hole in the center of the lens. A review of the lot device history records is in progress.

Event description:
Retail outlet reported that consumer experienced pain in right eye after wearing lens for an unspecified period of time. Consumer visited eye clinic. Treating doctor diagnosed patient with right eye keratitis and prescribed gatiflo ophthalmic solution and sodium hyaluronate ophthalmic solution. Treating doctor indicated that the event may be related to the lens. Doctor reported patient to be recovered.

Manufacturer narrative:
In error, earlier submission reported soflens daily disposable toric as the complaint product. This was incorrect. Actual product type associated with this event is soflens toric.